Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: the pump powers to the "verify" screen in accordance with normal operation with the exception of a dim discolored display. The black box shows one occurrence of a alarm 128 replace battery alarm on 10/2/2013 at 21:58. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. Current draws measure within specifications. The pump case was removed. No evidence of moisture contamination or loose components inside pump. Investigators were unable to duplicate eaw 128 error. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.